Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4 lbs due to moisture damage force sensor resistor. The insulin pump was received with moisture damage on the electronics, motor, vibrator and battery tube assembly.

Event description:
The customer's father reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer's father also reported that the insulin pump was exposed to moisture. The insulin pump was returned for analysis.